Manufacturer narrative:
Device not returned.

Event description:
It was reported that during procedure, the physician assumed that the balloon was ruptured because blood was visible at the end of the catheter hub. There were no clinical consequences to the patient reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. Information provided in the complaint indicated that the device was confirmed to be in a good condition after unpacking and preparation, the device was prepared as per direction for use(dfu), the balloon was fully deflated after inflation during preparation and continuous flush was maintained throughout the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and because the product was not returned, an assignable cause of ¿undetermined¿ was assigned to the as reported issue 'nv - balloon burst ruptured'.

Event description:
It was reported that during procedure, the physician assumed that the balloon was ruptured because blood was visible at the end of the catheter hub. There were no clinical consequences to the patient reported.